Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hosp reported that during a case the anesthesiologist squeezed the breathing bag and the breathing bag fell off the anesthesia machine. Found later that the breathing bag bushing was split. Also reported that during cases they would have a decline in pressure in the anesthesia system and find that the breathing bag bushings were split. The hosp also reported one incident where the breathing bag was replaced four times before finding a breathing bag with no splits. The hosp estimates approximately 45 incidents of split breathing bag bushings. According to the hosp, there has been no harm to pts in any of the incidents.